Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations: no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as fold flaw opening, two openings are assessed as surgical damage and missing shell assessed as inconclusive. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side rupture. Device has been explanted

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.